Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue during a radical cystoprostatectomy. The device was removed from the tissue by additional resection. Another device was used to continue the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. The reported condition was not confirmed. Investigation found that the device was not latched when received. Inspection noted tissue caked on the seal plate. The device was activated on simulated tissue and the jaws released satisfactorily and the latch functioned properly. The investigation identified the root cause of the reported event to be the user infrequently cleaning the jaws. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.